Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the amo silver series injector system. During lens insertion, the capsular bag became damaged and resulted in vitreous fluid loss and corneal edema. Intervention was performed in order to enlarge the incision and remove and replace the lens with a different lens model. The pt's prognosis is guarded due to the pre-existing fuch's dystrophy, however, the pt is responding to treatment.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b+l for evaluation and subjected to visual examination which revealed one of the haptic loops was bent. The relationship between the lens and the capsule damage is unk.